Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. The representative was unable to place the patient's device in MRI mode. Patient was seeking an alternate form of imaging. The patient's right s1 lead was explanted and replaced due to high impedances and their need for an MRI. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is unable to set the system into MRI mode due to high impedances. Surgical intervention was undertaken on 24 february 2023 wherein the lead was explanted and replaced.